Event description:
The patient reported a motor error followed by a no delivery alarm. Troubleshooting was performed, and the drive support cap was flush. However, the insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.